Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling and would like to have it sent in for it 2000-hour preventive maintenance to address pumps and heater. Per review of wo on (B)(6)2023, date of event occurred was (B)(6) 2023. Per investigator notification received on 21jul2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded. Tank seals were lifted and completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not cooling and would like to have it sent in for it 2000-hour preventive maintenance to address pumps and heater. Per review of wo on (B)(6) 2023, date of event occurred was (B)(6) 2023.